Manufacturer narrative:
This report is submitted on 2 march 2021.

Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the clinic, the device was explanted in readiness for an MRI. The patient was currently not using the device.